Manufacturer narrative:
The root cause could not be determined conclusively. The most likely root cause is a movement of the patient eye. (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface shows liquid remains on the applanation surface. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. No deviation of docking or other issues can be detected. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported three patient interfaces with suction loss. Additional information requested.